Manufacturer narrative:
Additional information: date of event- estimated date was used. Age or date of birth, relevant tests/lab data, other relevant history: mean and mode used. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number(s) could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
The following was reported through a review of the article titled "clinical outcomes after second-generation trabecular microbypass stents (istent inject) with phacoemulsification in korean patients". Reportedly, following trabecular microbypass stent system procedures, hyphema occurred in three (3) eyes, and transient intraocular (iop) spikes (> 25 mm hg) occurred in two (2) eyes during the first week postoperatively . Any omitted information was not provided through follow-up for additional information.